Event description:
Customer reported comparing result of 350 mg/dl on her compact plus system to a result of 110 mg/dl that was taken on a compact plus system loaned to the customer by a pharmacy in (B)(6). No adverse event reported. There is no additional information available for the system belonging to the (B)(6) pharmacy. A request was made for the return of the suspect device but the customer no longer has the strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Caller reported that the suspect strips were lost on the flight back from (B)(6). Device is not available for return. Will not be returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Caller reported that the suspect strips were lost on the flight back from (B)(6). Device is not available for return. As previously noted, the suspect test strips were in a bag that the customer lost on a return flight from (B)(6) so were not expected back. Customer did return suspect strips for evaluation.